Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, results, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that "anchor c 8mm inserter bent upon impaction making implant removal impossible in situ. Implant was removed and placed into space manually with pick ups and a tamp. This was a set we received form loaners."